Manufacturer narrative:
Continuation of d10: product ID 3391s-40, lot# v159340, implanted: (B)(6) 2009, product type lead; product ID 37612, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type implantable neurostimulator; product ID 7482a51, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2025, product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3391s-40, serial/lot #: (B)(6), ubd: 12-jun-2011, UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(6), ubd: 01-may-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was found to have elevated impedances on both left and right sides of system. The extensions and implantable neurostimulators (ins) were replaced and healthcare provider (hcp) are trying to program the system with elevated impedances to see if adequate therapy can be delivered.

Event description:
Additional information was provided by the manufacturer representative, indicating that no other interventions are planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the replacement did not resolve the reported issue.

Manufacturer narrative:
Continuation of d10: product ID 3391s-40 lot# v159340 implanted: (B)(6) 2009 product type lead product ID 37612 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type implantable neurostimulator product ID 7482a51 serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2025 product type extension product ID 7482a51 serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2025 product type extension product ID 3391s-40 lot# v159340 implanted: (B)(6) 2009 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.